Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient has been experiencing visual difficulties (but can still see) in the left eye with post spherical manifestation refractive treatments results was more than one diopter, after lasik surgery. There are two related reports for this event. This report addresses the patient initial's dr, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfiles have been requested but not provided, therefore a deeper investigation cannot be performed. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).